Event description:
Customer reported that a patient sample with an anti-jkb was crossmatched with a donor unit that was jkb positive. A compatible result was observed.

Manufacturer narrative:
A batch record review was performed. Satisfactory result were observed. Customer stated that qc of the cards was satisfactory. No other issues were observed. (B)(4).